Manufacturer narrative:
(B)(4). D10: medical product: persona tibia fixed cemented right size e: catalog#42542007102, lot#65000268; unknown femoral component: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. The product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, one (1) year and six (6) months post-implantation, the patient began to experience pain and stiffness. Imaging showed subsidence of the tibial component and a revision surgery was performed to replace the affected components. All available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures identified the explanted tibia, and tibial stem with bio-debris on the devices. Extensive bio-debris was noted around the base of the tibial plate. No further evaluation can be made from the provided pictures. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: abnormal radiolucency along the proximal tibial implant concerning for tibial implant loosening. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.